Event description:
It was reported that during tlif surgery, a short blade screw was inserted via k-wire without any problems. However, it was found by post operative radiograph that a part of the k-wire was being left in s1. The fragment of k-wire was not retrieved. No adverse consequences to the patient is reported.

Manufacturer narrative:
Method: nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed via email correspondence with the sales rep. The product was discarded and lot# not provided. It was reported that the awl was not used to prepare the pedicle. The k-wire guide tube was not used to insert the k-wire. The k-wire was inserted via j-probe outer tube the k-wire was properly held in position while removing the outer shaft of the needle. The k-wire was properly held in position while removing the dilator. It is unknown is a tip of the k-wire pinched during the insertion of an awl. The device surgical technique recommends that the awl is used to create a pilot hole prior to tapping. Conclusion: the most likely root cause of the reported event it is non-use of awl to prepare the pedicle.

Event description:
It was reported that during tlif surgery, a short blade screw was inserted via k-wire without any problems. However, it was found by post operative radiograph that a part of the k-wire was being left in s1. The fragment of k-wire was not retrieved. No adverse consequences to the patient is reported.